Event description:
Edema of both knees [joint swelling]. Case description: spontaneous report received in 2008 from an hcp regarding a male with a history of osteoarthritis, who experienced edema of both knees after starting synvisc. The pt received injections of synvisc into both knees the previous month. The pt informed the physician that he went to the emergency room two days later, due to edema in both knees. The pt was not admitted to the hospital but was given a prescription for a prednisone taper. After the pt finished the taper, the edema in both knees decreased. The pt returned to the physician's office on original date, complaining again of edema in both knees. The hcp declined to assess the relationship of the event to synvisc.